Manufacturer narrative:
(B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a procedure performed on (B)(6) 2004. On (B)(6) 2004, the patient started to experience urinary obstruction; urinary tract infection that was recurring later on; pain in the hips, groin, and vagina; and dyspareunia.